Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture, shaft break and removal difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). After an intravascular ultrasound (ivus) was performed and revealed that the entire location was not calcified, a 3.00mm x 15mm nc emerge® balloon catheter was advanced for pre-dilation. However, during the first inflation at 16 atmospheres, the balloon ruptured. When the device was removed, it became stuck due to calcification and the inner shaft was separated at the proximal of the balloon and the distal part of shaft remained inside the patient's body. Two wires were inserted and entwined, but it was unable to retrieve when using a snare. No further intervention was done to remove the remaining fragment left inside the patient and the procedure was completed. No patient complications were reported and the patient's status was good and was discharged.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter with an unidentified guidewire still inserted. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 3 cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There were numerous hypotube buckling. The balloon was circumferentially torn. The distal portion of the balloon and shaft was separated and was not returned with the device. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, shaft break and removal difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). After an intravascular ultrasound (ivus) was performed and revealed that the entire location was not calcified, a 3.00 mm x 15 mm nc emerge balloon catheter was advanced for pre-dilation. However, during the first inflation at 16 atmospheres, the balloon ruptured. When the device was removed, it became stuck due to calcification and the inner shaft was separated at the proximal of the balloon and the distal part of shaft remained inside the patient's body. Two wires were inserted and entwined, but it was unable to retrieve when using a snare. No further intervention was done to remove the remaining fragment left inside the patient and the procedure was completed. No patient complications were reported and the patient's status was good and was discharged.